Event description:
It was reported that the patient presented via merlin.net transmission. Upon investigation, it was revealed that the right ventricular lead exhibited noise and there were several noise reversion episodes. No sensing, threshold, or impedance anomalies were present. Patient was asymptomatic. No intervention was performed. Patient will continue to be monitored.